Event description:
During the procedure, trufill orbit coil was stretched during repositioning several times in the aneurysm. During repositioning, the coil was not left in the aneurysm, while the microcatheter was repositioned. An adequate continuous flush maintained through the prowler select lp-es straight (mc) microcatheter at all times. After the event, the same microcatheter was utilized to complete the procedure. No resistance occurred with the coil was inserted in the microcatheter or at any other time, and no kinks were noted in the mc that may have contributed to the event. However, the coil/delivery system did not make out of the distal end of the microcatheter. No damages were noticed on the delivery system after the y connector was closed. A balloon or stent remodeling product was not used during the procedure. The physician tried to use trufill 5x10 as initial coil, the coil was stretched. So he use same size trufill coil. The procedure was successfully done. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery system. The procedure was successfully done.

Manufacturer narrative:
Complaint conclusion: the cc has been amended to reflect analysis of the returned product. During the procedure, a trufill orbit coil was unraveled/stretched during repositioning in the aneurysm. During microcatheter repositioning, the coil was not left in the aneurysm. The microcatheter was repositioned several times. An adequate continuous flush maintained through the prowler select lp-es straight (mc) microcatheter at all times. After the event, the same microcatheter was utilized to complete the procedure. No resistance occurred with the coil when inserted into the microcatheter or at any other time, and no kinks were noted in the mc that may have contributed to the event. However, the coil/delivery system did not advance out of the distal end of the microcatheter. No damages were noticed on the delivery system after the y connector was closed. A balloon or stent remodeling product was not used during the procedure. The procedure was completed successfully. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery system. There was no report of injury for the patient. The product was returned for inspection. One non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Hypotube was inspected and it presented several kinks. Support coil presented no damages. Introducer was not provided. Embolic coil was still attached to the gripper and it was stretched and kinked. At unaided eye the gripper presented no damages. Some waves were noted in the device; however these appear to occur during the handling of the unit when it was returned for analysis. No other damages were noted. Gripper and embolic coil were inspected under microscope and gripper presented no damages while the embolic coil was stretched and kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15236986 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Reported failure by the customer as "coil unraveled and stretched" was confirmed; according the (B)(4) investigation the customer stated that "trufill orbit coil was stretched during repositioning several times in the aneurysm" which indicates that the damage occur during the procedure. The cause of the damages noted in the device could not be conclusively determined; nevertheless neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process. Inspections are in place ((B)(4)) that prevents these kinds of damages leaving from the facility. Procedural factors appear to be impacted in the reported failure and in the damages noted in the device.

Manufacturer narrative:
During the procedure, a trufill orbit coil was unraveled/stretched during repositioning in the aneurysm. During microcatheter repositioning, the coil was not left in the aneurysm. The microcatheter was repositioned several times. An adequate continuous flush maintained through the prowler select lp-es straight (mc) microcatheter at all times. After the event, the same microcatheter was utilized to complete the procedure. No resistance occurred with the coil was inserted in the microcatheter or at any other time, and no kinks were noted in the mc that may have contributed to the event. However, the coil/delivery system did not make out of the distal end of the microcatheter. No damages were noticed on the delivery system after the y connector was closed. A balloon or stent remodeling product was not used during the procedure. The physician tried to use trufill 5x10 as initial coil, the coil was stretched. So the physician used the same size trufill coil. The procedure was successfully done. Other than the reported event, no other damages were noticed with any other section of the devices, and the coil was still attached to the delivery system. The procedure was successfully done. There was no report of injury for the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15236986 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural and handling factors may have contributed to the reported difficulty.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.